Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, channel a of the device delivered a measured volume of 20.69 ml from an expected delivery of 20 ml, and channel b delivered a measured volume 20.39 ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1ml (+/- 5%). The device maintained the programmed rate throughout the testing procedures. Based on the data verified, hospira could not attribute the issue to the device. The pump history was downloaded at the service center. The customer did not provide an event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of dopamine and the delivery was started. No specific programming parameters where provided. After an unspecified length of time, the nurse reported the device sounded an audible alarm tone; however, no error code was displayed. It was reported that the display "flashed" and the rate and vtbi (volume to be infused) changed to an unspecified rate that was different than the originally programmed rate. At that time, the delivery was stopped. The customer contact indicated the pt did not receive any medication at the changed rate. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.